Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. For the reported event, the device was not returned for evaluation; however, medical records were provided and reviewed. Approximately three years and two months post deployment, the vena cava filter was retrieved percutaneously. Inferior venacavogram confirmed satisfactory positioning of the inferior vena cava filter with at least two and possibly four of the filter¿s lower legs projected lateral and posterior to the identified vena cava lumen. Therefore, the investigation can be confirmed for perforation of the ivc. However, the investigation is inconclusive for limb detachment. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that model rf048f filter detached and perforated. The filter was removed percutaneously. This report was received from one source. The event involved a patient with no known impact to the patient. The (B)(6) year old female patient¿s weight was not reported.